Event description:
This report is to advise of an event observed during analysis confirming exposed wires.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Conductor wire 12 had been fractured at the ring joint and the electrode was displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured conductor wire and displaced electrode remains unknown.